Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. P-cap or reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay and cracked liquid crystal display screen glass. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on liquid crystal display glass between the liquid crystal display controller and the liquid crystal display image area. Unable to perform displacement test and self test due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken screen. Customer stated that the insulin pump had been dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.